Event description:
The customer contacted philips to order a power supply for their defibrillator. There was no allegation of a product malfunction; however a product malfunction was indicated by the request. There was no reported patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.